Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a trochanteric fixation nail advanced (tfna) procedure was scheduled for (B)(6) 2019. It was discovered that there was a missing guidewire which was needed for the operation. The surgical team had to cut another implant to be able to complete the operation. Procedure was completed with an unknown delay. This report is for a 3.2mm guide wire 400mm. This is report 1 of 1 for (B)(4).